Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the ECG revealed ventricular pacing at 75 ppm. Magnet application did not change the rate. Interrogation and a software download attempt were unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received